Event description:
Patient has a repeatedly positive test for mycobacterium tuberculosis (quantiferon gold assay), initial symptoms consistent with tuberculosis (cough, fever, weight loss) and extensive travel history to areas with tuberculosis. His immunetics c6 lyme elisa is repeatedly positive, but his other tests for tickborne diseases (two-tier lyme elisa/western blot by different labs, blood pcr testing, coinfection testing) are repeatedly negative. Thus he appears to have a false-positive immunetics c6 lyme elisa due to cross-reactivity with m. Tuberculosis. He has been improperly treated with antibiotics for lyme disease based on this false-positive immunetics c6 lyme elisa testing.